Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the mesh had become embedded in the wall of the small intestine. To remove the mesh, the surgeon had to resect the portion of the small bowel encompassing the mesh. The surgeon performed a very intensive adhesiolysis as well. It was reported that the patient experienced severe pain, nausea, constipation, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 08/20/2020.